Event description:
It was reported that the device had a blank display. It was indicated that the device had locked-up and it would not power off. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly; however, the reported "lock-up" failure was not duplicated. Per repair instructions, the user interface pcb assembly was automatically replaced at the same time as the system controller pcb assembly, and there was no failure of this assembly.